Manufacturer narrative:
Approximately 80 cm of the catheter was returned. The device was patent and passed leak testing. There was proteinaceous debris in the interior and the exterior of the device. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted as a part of the shunt system.